Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was experiencing discomfort in the scrotum. During an initial inflatable penile prosthesis (ipp) implantation, the doctor decided to revise the previously implanted artificial urinary sphincter (aus) system to address the discomfort of the patient. It was noticed that the pump tubing was bunching up in the patient scrotum due to improper placement or migration of the pump upwards in the scrotum. The physician determined that two solutions were available, to move the pump down further in the scrotum or cut and shorten the tubing to remove the unnecessary length. After the ipp was placed the revision was conducted. The best course of action was deemed to simply moved the pump from its original position in the patient's scrotum and place it lower in the scrotum. With the pump lower in the scrotum the tubing was no longer bunching. The patient is expected to fully recover.